Manufacturer narrative:
(B)(4): no predilatation. There was no reported product deficiency. The reported perforation is a known adverse event listed in the otw promus instructions for use (IFU). It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.0 x 16 mm graftmaster (12744-12/642222), is being filed under a separate MFR number.

Event description:
It was reported that a perforation occurred during deployment of a promus stent. No pre-dilatation was performed. An attempt was made to seal the perforation with the inflation of a balloon catheter; however, this was not successful. The 3.0 x 16 graftmaster was selected to seal the perforation; however, the stent delivery system failed to cross, which resulted in the tip of the device becoming kinked. A second graftmaster stent was selected to treat the perforation, which was able to be used successfully. The patient was discharged two days later in stable condition. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.